Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the malfunction. The fse inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator had an inoperable graphic user interface. Patient involvement information was not provided by the customer.